Event description:
The customer reported that the device was paused for 32 minutes due to a patients reaction. The customer reported that the patient was stable, medical intervention is unknown at this time. Patient information is unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Symptoms of allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * an allergy to replacement solution and/or patient sensitivity to eto * ac management during the procedure and/or patient sensitivity to anticoagulant * fluid shift, blood loss, length of the procedure, patient's sensitivity to the procedure and/or hemodynamic stress of the procedure * patient disease state

Event description:
The customer reported that the device was paused for 32 minutes due to a patients reaction. The customer reported that the patient was stable, medical intervention is unknown at this time. Patient information is unknown at this time. The collection set is not available for return because it was discarded by the customer.